Manufacturer narrative:
H.6. Investigation summary: bd received 1 sample(retained at bd japan) and 3 photos for investigation. Evaluation of the returned sample and photographs indicated that the cap on the tube had been damaged. Additionally, 100 retention samples from bd inventory, were visually inspected and no cap defects were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for damaged cap. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) plus blood collection tubes cap cracked in sideways before use. There was no report of patient impact.